Event description:
Voluntary medwatch received states that the patient presented with pain. It was noted that the right ventricular lead exhibited failure to capture. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
The right ventricular (ra) lead reported in a separate medwatch#mw5183707.